Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the device was within calibration specifications and it also produced a passing test mesh with the department test cutter. It was also noted that the roller and gear were worn. The 1.5-1 cutter produced an incomplete cut and was deemed non-repairable after the collars, gear and bushings were replaced, the 2-1 cutter produced a passing cut. The collars, bushings and gear were replaced on both cutters. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 16, 2017 which included replacement of the roller, worn bushings, gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was reported that the device produced incomplete mesh on ratchet side.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4) this follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information/evaluation: skin graft mesher, serial number (B)(4), was manufactured on april 3, 2006, and was over 10 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The reported event ¿that the device was producing an incomplete mesh on the ratchet side¿ was non-verifiable since it is unclear which cutter the customer used when the event took place. While an incomplete mesh was able to be reproduced using the customer's 1.5-1 cutter, it is unclear which cutter was used during the alleged event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.